Event description:
The customer reported the system was out of federal spec for high level fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found normal fluoro at 8.24 r/min and max fluoro at 20.24 r/min. Found boost set to 82% in system configuration, reduced to 70% and max fluoro now measures 17.95 r/min max dose rate. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.